Event description:
It was reported that during insertion, the device had difficulty advancing and the problem was identified at the tip of the stent. Procedure completed with another of the same device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that during insertion, the device had difficulty advancing and the problem was identified at the tip of the stent. Procedure completed with another of the same device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. The reported event of device difficult to advance and stent kinked will not be confirmed and will be documented as no problem detected. This conclusion was selected because after visual and microscope inspection, and wire insertion test in the complaint device, it was not possible to identify any evidence of the alleged issue on the device, since the stent shaft was in good condition and also the guidewire was able to fully pass through the stent. However, the stent was found with the suture hole torn until the tip. Regarding to the analysis performed to the returned device, the suture did not return indicating that it was removed. This failure could have caused, due to an interaction of the device with the suture string such as entanglement and manipulation or excess of force applied over the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions, since problems were traced to the user not following the manufacturer's instructions.